Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: the device was manufactured from january 17, 2020 - january 23, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that photograph showed that residual fluid was contained inside the bladder of the infusor which suggested a no flow. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. The expected therapy time was 46 hours; however, the patient returned to the hospital prior to completing the therapy time as it was observed that the device had not administered any medication while connected to the patient. To resolve the issue, the patient exchanged the folfusor with a new one at the same dose of medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.